Manufacturer narrative:
The subject device is not available.

Event description:
It was reported the last 2 cm of the coil (subject device) could not advance into the aneurysm. When the subject device was being retracted, it appeared to unravel and could not be retrieved. A stent (another manufacturer) was used to capture the unraveled subject device and gently remove it from the aneurysm. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record could not be performed because the lot number was unknown and it could not be obtained in spite of multiple request attempts. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported the last 2 cm of the coil (subject device) could not advance into the aneurysm. When the subject device was being retracted, it appeared to unravel and could not be retrieved. A stent (another manufacturer) was used to capture the unraveled subject device and gently remove it from the aneurysm. There were no reported clinical consequences to the patient.